Manufacturer narrative:
Device history records (dhrs) for the device and concomitant products were reviewed and no discrepancies relevant to the reported event were found. Since the similar case with the reported event was not found during customer complaints history review, no further actions are required, but monitoring the trends is required. Once any supplemental information is found which would change any information or conclusions, additional information will be filed accordingly. We were told that the patient got the revision knee case with other manufacturer's device the other day. The explanted device was not returned.

Event description:
It was reported that patient dislocated six days after the knee arthroplasty. The femur dislocated from the baseplate while the patient was pulling up the stockings sitting on the bed.